Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the stapling of the stomach, the stapler cut, but did not staple. The surgeon had to cut around the misfired area and it extended the procedure by 1.5 hours. There was no add'l reported pt consequence.